Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa¿ so waste leaked outside of instrument. The following information was provided by the initial reporter: biohazard pincvalve seems to be intermittently not working, tube sometimes get overpressurized. Replacement needed. (New wo-01634166). The waste connector was leaking and has been changed. Part number 59-10091-04s. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. What was the fluid that leaked? Waste what is the source of leak -- waste line or non-waste line? Was the customer exposed to blood or bodily fluids? Waste-line. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that during use with a bd lsrfortessa¿ so waste leaked outside of instrument. The following information was provided by the initial reporter: biohazard pincvalve seems to be intermittently not working, tube sometimes get over pressurized. Replacement needed. (New wo-01634166) the waste connector was leaking and has been changed. Part number 59-10091-04s was the leak contained within the instrument? No was the leak in a customer accessible location? Yes what was the fluid that leaked? Waste what is the source of leak -- waste line or non-waste line? Was the customer exposed to blood or bodily fluids? Waste-line was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. The fse reported that the pinch valve seems to be intermittently not working. Based on the defective component, the pinch valve (p/n 02-60985-00) on the dcm assembly failed. The reported complaint was confirmed by the fse. Based on obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacing pinch valve (p/n 02-60985-00) on the dcm assembly. H3 other text : see h.10.